Event description:
It was reported that during an unknown procedure, insufflation through the needle was not possible. The needle was blocked. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.